Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer's father (B)(6), that the customer was hospitalized on (B)(6) 2014 due to low blood glucose levels, the customer was also unconscious when the ambulance arrived. Customer's blood glucose levels at the time of hospitalization 60mg/dl. The customer also reported having anoxic brain damage. It was also stated that the customer was given an unspecified amount of insulin by their roommate, prior to being transported to the hospital. The customer was not wearing the insulin pump at the time of hospitalization. Advised insulin pump would be replaced. No additional information was provided.